Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that at the user facility the device appeared to be leaking. Attempts were made to obtain additional information about the event; no further information has been received.

Event description:
It was reported that at the user facility the device appeared to be leaking. Attempts were made to obtain additional information about the event; no further information has been received.